Manufacturer narrative:
Device eval summary: device eval of battery sn (B)(4) and charger (B)(4) have been completed. The reported problem (nothing happens when battery put in charger) has been confirmed. Upon eval, the battery pack was found to have bent pins in the connector, preventing the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. Upon eval, the battery pack was found to have bent pins in the connector, preventing the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. Upon eval of the charger, the connector was corroded, causing the charger not to be able to charge a battery due to poor connection. The root cause of the corrosion cannot be positively determined, but may be due to liquid ingress. No adverse event resulted from the defective battery or charger. The pt received a replacement battery pack and charger. Add'l date returned to MFR for eval: battery sn (B)(4) - 04/06/2011. Add'l battery sn (B)(4) manufacture date: 01/2009.

Event description:
A (B)(6) female pt contacted zoll customer support to report that nothing happens when her battery is put in the charger. There are no lights on the charger. The pt was provided with a replacement battery pack and charger.